Manufacturer narrative:
Olympus keymed investigation has been completed. The failure mode was confirmed to be a loose castor, however the root cause could not be determined. The instructions for use (IFU) for this device advises "check the security and condition of castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service." The failure indicates that this instruction was not followed.

Manufacturer narrative:
Olympus keymed have requested the return of the broken castor for further investigation.

Event description:
Rear castor on a wm-np2 workstation has broken. The nurse maneuvering the workstation was able to support the workstation without any difficulty. It is reported that the castor has broken in the middle of the shaft.